Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer cleared the alarm and successfully resumed insulin deliveries. The customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections and long acting insulin for insulin therapy.